Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 476 mg/dl at the time of the incident and was treated with needle. The customer¿s other blood glucose was 291 mg/dl and 501 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin exited at the quick release. The customer reported that they do not have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. (B)(4).